Event description:
It was reported the patient's blood glucose level rose to 340 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was placed and activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.